Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported that while opening the reagent solution bottle from the binaxnow covid-19 antigen self test, the consumer "squirted some of the reagent drops on her eye." This event occurred prior to performing the antigen self test on (B)(6) 2021. The consumer stated that she was unable to continue with the test and contacted technical services (ts) out of concern. Ts advised as well as provided information to the consumer. No further adverse health effects were reported.

Manufacturer narrative:
Technical services provided the customer with the reagent safety data sheet. According to the package insert in195150c v 3.0 precautions 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.